Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
A customer reported via phone call indicating sensor issues. The patient's blood glucose was 44 mg/dl at the time of the incident. The customer did not mention any form of treatment for their blood glucose levels. The customer stated there was an incorrect or delayed entry of insulin from the device. The customer reported issues with calibrations and sensor errors. The customer was not able to troubleshoot the issue. The customer did not return the product back for analysis.